Event description:
Consumer complaint of low blood glucose results. Caller reports that results are normally between 115-120mg/dl right before dinner. Memory shows result of 65mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).